Manufacturer narrative:
Analysis of the pump found no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. The implant date for the pump was provided. It was reported that it was unknown to the manufacturer representative if the patient experienced any symptoms as a result of the motor stall. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine with an unknown concentration and dose via an implantable pump. The indication for use was not provided. It was reported that post-operatively on an unknown date pump stalls occurred. Patient symptoms were not reported. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the event. It was also reported as unknown if there was any troubleshooting, diagnostic testing or actions interventions taken. As reported, the product status was reported as explant - completed. However, it was also reported that surgical intervention did not take place, unknown if it was planned, and that the pump would be replaced in the future. Implant and explant date was reported as (B)(6). At the time of the report, the issue was not resolved and the patient status was reported as alive-no injury, stable. Clarification was requested regarding the pump status. No further complications were reported/anticipated.